Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced a skin reaction with itching, burning, and inflammation that reportedly extended from the abdomen insertion site, all over her body, including mouth and lips. The reaction started 15 minutes after the sensor was inserted and this was the first time the patient had used a dexcom sensor. The patient self-treated with benadryl cream and the reaction was gone after two days and the patient was reportedly okay. When the patient removed the sensor after the call ended, it did swell and burn. Upon calling the patient back, the skin reaction was reportedly already gone and she was allegedly fine and did not consult a doctor. No additional patient or event information is available.